Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief. Additional information was received that all device components were removed and discarded by the medical facility.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief.

Manufacturer narrative:
Block b3: exact date unknown, event occurred march of 2023. D6b: explant date: (B)(6) 2023. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) /(B)(6). Batch: 7075207/7075274.